Event description:
It was reported that broken optics were noted post-implantation of a non-preloaded intraocular lens. There was no user error, but the lens was found broken post-implantation. The lens remains implanted in the eye. The surgeon was waiting for patient follow-up, and surgical intervention will be taken post-evaluation. No further information is available.

Manufacturer narrative:
Section a2, a3b, and a4: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: phone number: (B)(6). Section h3: the product associated to the complaint has not been received for evaluation as it remains implanted. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.